Manufacturer narrative:
Image analysis the image appears to show a person¿s leg with a red patch visible on the inside area of their leg. The complaint cannot be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had been treated with the venaseal closure system developed a red welt and experienced leg pain 14 days post procedure. Additionally, there is redness along the treated vein. Tumescent infiltration was utilised, and local anesthesia was used during the procedure. The vein was successfully closed, and the procedure was completed according to protocol without complications. The entire procedure was performed in accordance with the rules. The problem has already been solved. The patient was given anti-inflammatory drugs, everything is fine.